Event description:
Customer reported that during an infusion, the pump went into a system error 105 alarm.

Manufacturer narrative:
Unit has been evaluated by sigma's repair department to determine the cause of the error code 105 which occurred during an infusion. The ec 105 was unable to be duplicated in the factory. After review of the history log, the log indicated that prior to the incident, the pump had incurred 3 system error 105 events on (B)(6)2009 at 03:08, 14:18, & 14:22 respectively. This series of events suggests that the pump should have been returned for service. However, after the 3rd event the user cleared the error code and the pump use was resumed on (B)(6)2009 at 20:05 until 20:44 without further incidence of error code 105. On (B)(6)2009 the reported events was logged at 08:32 & 08:34 respectively. Upon further investigation, the technician noticed that the motor was experiencing an intermittent connection likely resulting in the reported symptom. Examination of the motor flex circuit found the connection depressions approaching the flex stiffener which may have contributed to an intermittent contact with the error code 105 resulting in an interruption of communications between the motor and the pic on the I/o pcb board. External factors, such as esd above protected limits, physical force, damage etc. May also have contributed to an interruption of communication leading to the error code 105. The motor has been replaced. This investigation resulted in a corrective action (B)(4).